Manufacturer narrative:
The device was not returned for evaluation; however, throughout the investigation performed, there is no finding that the issue is related to the tmj devices. Further, no tmj device failure, malfunction, or other performance issues was found.

Event description:
It was reported that the implant was removed due to patient condition. The procedure was completed successfully. There was no clinically significant delay reported.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implant was removed due to patient condition. The procedure was completed successfully. There was no clinically significant delay reported.